Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced a high blood glucose as well as insulin pump had a pump error alarm. Customer¿s high blood glucose value was 600 mg/dl. Customer stated that they were not able to rewind. The insulin pump will return for the analysis.

Manufacturer narrative:
Device received with a broken force sensor was detected during seating or regular delivery alarmed during rewind due to motor encoder signal out of phase. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to a broken force sensor was detected during seating or regular delivery. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.